Manufacturer narrative:
After further review, it was determined due to off-label use of the device, the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye, the patient was dissatisfied with vision. Approximately four and a half months after implantation, the lens was exchanged with a different model iol. In the surgeon''s opinion, the most likely cause of the event is dysphotopsia. Additional information was requested, but not received. This report is for the patient''s left eye. Right eye reference:0001313525-2023-70121.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.